Manufacturer narrative:
(B)(6). Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Bd has initiated a CAPA to document further investigation and root cause(s) of this product issue.

Event description:
It was reported that the stopper and shield of bd vacutainer® sst¿ ii advance plus blood collection tubes were not being removed automatically.